Event description:
It was reported that "inaccurate co value was observed during use. The catheter was replaced and the problem was solved." The value shown on the monitor is unknown. It is also unknown if the error messages were observed or if any abnormalities in the catheter were noted. The sample of tracing was not available. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached b. Braun 3/4cc limited volume syringe was returned for evaluation. No introducer was returned. The thermistor was submerged in a 37.0c water bath and read 37.0c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. The thermistor connector was opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage was observed on the catheter body or returned syringe. Balloon inflation test was performed using returned syringe with 3/4cc air. Visual examinations were performed under microscope at 10x magnification and unaided eye. A device history record review was completed and documented that the device met all specifications upon distribution. The complaint of inaccurate values could not be confirmed during the evaluation. No indication of a manufacturing defect was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.